Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not performed essure confirmation test". The patient's concurrent conditions included obesity. Concomitant products included cilest (ortho-tri-cyclen 21) and levothyroxine. In (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced device expulsion ("malposition/ migration of essure device location of device: uterus"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / heavy menstrual cycles"), lymphadenopathy ("swollen lymph nodes"), furuncle ("boils under my arms"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), irritability ("irritability"), mood swings ("mood swings"), fungal infection ("yeast infections"), migraine ("migraines"), nausea ("nausea"), allergy to metals ("nickel allergy"), depression ("depression"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, headache ("headaches"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal cramping") and complication of device insertion ("right coil would not insert so he only inserted the left coil"). The patient was treated with surgery (total hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device expulsion, vaginal haemorrhage, menorrhagia, lymphadenopathy, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, alopecia, irritability, mood swings, migraine, headache, nausea, allergy to metals, depression, vaginal discharge, abdominal pain and complication of device insertion outcome was unknown and the furuncle, fungal infection, weight increased and vulvovaginal pain had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, complication of device insertion, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, fungal infection, furuncle, headache, irritability, lymphadenopathy, menorrhagia, migraine, mood swings, nausea, tooth disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.5 kg/sqm. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is not indicative of a quality deficit per se. Since no batch number was reported. A batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 27-feb-2018: case updated as incident. Event "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), swollen lymph nodes, boils under my arms, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hair loss, irritability, mood swings, yeast infections, malposition of essure device location of device: uterus, migraines, headaches, nausea, nickel allergy, perforation (uterus), depression, vaginal discharge, weight gain, vaginal pain, vaginal pain, abdominal cramping, did not performed essure confirmation test, right coil would not insert so he only inserted the left coil" were added. New reporter were added.case updated from invalid to valid. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)') in an adult female patient who had essure (batch no. 959217) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not performed essure confirmation test". The patient's medical history included gallbladder removal, gravida ii and parity 2. Concurrent conditions included hyperthyroidism since 2009, obesity, premenstrual syndrome, premenstrual dysphoric disorder, anger, flooding, emotional problems, cognitive disorder, bloating, immunodeficiency, obesity, thyroid disorder, uterine bleeding, endometrial biopsy and fever. Concomitant products included levothyroxine sodium (synthroid) for hypothyroidism as well as bupropion hydrochloride (wellbutrin), drospirenone;ethinylestradiol (yasmin) from 2013 to 2014, ethinylestradiol;norgestimate (ortho-tri-cyclen 21), levothyroxine and vitamin d nos (vitamin d). In september 2012, the patient had essure inserted. In november 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia) / heavy menstrual cycles"). In january 2013, the patient experienced fatigue ("fatigue") and nausea ("nausea"). In february 2013, the patient experienced fungal infection ("yeast infections") and vaginal discharge ("vaginal discharge"). In april 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"). In may 2013, the patient experienced tooth disorder ("dental problems"), irritability ("irritability"), mood swings ("mood swings") and depression ("depression"). In 2013, the patient experienced device expulsion ("malposition/ migration of essure device location of device: uterus/malposition of essure device location of device: poking into uterus"), lymphadenopathy ("swollen lymph nodes"), furuncle ("boils under my arms") and allergy to metals ("nickel allergy"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal cramping"), complication of device insertion ("right coil would not insert so he only inserted the left coil") and infection ("recurrent infections"). The patient was treated with acetylsalicylic acid;caffeine;paracetamol (excedrin), fluconazole and surgery (total hysterectomy,salpingectomy (one side removal of fallopian tube)). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device expulsion, tooth disorder, migraine, headache, nausea, allergy to metals, depression, abdominal pain and complication of device insertion outcome was unknown, the vaginal haemorrhage, menorrhagia, lymphadenopathy, furuncle, dysmenorrhoea, dyspareunia, alopecia, irritability, mood swings, fungal infection, vaginal discharge, weight increased, vulvovaginal pain and infection had resolved and the fatigue was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, complication of device insertion, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, fungal infection, furuncle, headache, infection, irritability, lymphadenopathy, menorrhagia, migraine, mood swings, nausea, tooth disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy noted as per pfs: insertion date of essure: (B)(6)2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.5 kg/sqm. Pathology test - on (B)(6) 2014: diagnosis: endometrial biopsy ~ secretory endometrium. Approximately 7th post ovulatory day.; on (B)(6) 2014: final pathologic diagnosis: a.. Right fallopian tube: 1.0 x 0.1 cm metallic piece with attached 2.5 x 0.2 cm spring and fragments of gland flbrofatty tissue. B. Uterus. Hysterectomy: 1. Mild chronic cervicitis. 2. Superficial adenomyosis.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: depression, irritability, anxiety, menorrhagia, migraines, pelvic pain female, dyspareunia, allergy to metal. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical compliant. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)') in an adult female patient who had essure (batch no. 959217) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not performed essure confirmation test". The patient's medical history included gallbladder removal, gravida ii and parity2. Concurrent conditions included hyperthyroidism since 2009, obesity, premenstrual syndrome, premenstrual dysphoric disorder, anger, flooding, emotional problems, cognitive disorder, bloating, immunodeficiency, obesity, thyroid disorder, uterine bleeding, endometrial biopsy and fever. Concomitant products included levothyroxine sodium (synthroid) for hypothyroidism as well as bupropion hydrochloride (wellbutrin), drospirenone;ethinylestradiol (yasmin) from 2013 to 2014, ethinylestradiol;norgestimate (ortho-tri-cyclen 21), levothyroxine and vitamin d nos (vitamin d). In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia) / heavy menstrual cycles"). In (B)(6) 2013, the patient experienced fatigue ("fatigue") and nausea ("nausea"). In (B)(6) 2013, the patient experienced fungal infection ("yeast infections") and vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced tooth disorder ("dental problems"), irritability ("irritability"), mood swings ("mood swings") and depression ("depression"). In 2013, the patient experienced device expulsion ("malposition/ migration of essure device location of device: uterus/malposition of essure device location of device: poking into uterus"), lymphadenopathy ("swollen lymph nodes"), furuncle ("boils under my arms") and allergy to metals ("nickel allergy"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal cramping"), complication of device insertion ("right coil would not insert so he only inserted the left coil") and infection ("recurrent infections"). The patient was treated with acetylsalicylic acid;caffeine;paracetamol (excedrin), fluconazole and surgery (total hysterectomy,salpingectomy (one side removal of fallopian tube)). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device expulsion, tooth disorder, migraine, headache, nausea, allergy to metals, depression, abdominal pain and complication of device insertion outcome was unknown, the vaginal haemorrhage, menorrhagia, lymphadenopathy, furuncle, dysmenorrhoea, dyspareunia, alopecia, irritability, mood swings, fungal infection, vaginal discharge, weight increased, vulvovaginal pain and infection had resolved and the fatigue was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, complication of device insertion, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, fungal infection, furuncle, headache, infection, irritability, lymphadenopathy, menorrhagia, migraine, mood swings, nausea, tooth disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy noted as per pfs: insertion date of essure: (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.5 kg/sqm. Pathology test - on (B)(6) 2014: diagnosis: endometrial biopsy ~ secretory endometrium. Approximately 7th post ovulatory day.; on (B)(6) 2014: final pathologic diagnosis: a.. Right fallopian tube: 1.0 x 0.1 cm metallic piece with attached 2.5 x 0.2 cm spring and fragments of gland flbrofatty tissue. B. Uterus. Hysterectomy: 1. Mild chronic cervicitis. 2. Superficial adenomyosis.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: depression, irritability, anxiety, menorrhagia, migraines, pelvic pain female, dyspareunia, allergy to metal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2019: pfs & mr received. Event recurrent infections was added. Event outcome was updated for the events: swollen lymph nodes, dysmenorrhea, abnormal bleeding (vaginal, menorrhagia)¸ dyspareunia, fatigue, hair loss, irritability, mood swings, vaginal discharge, recurrent infections. Lot number was added. Lab data was added. Concomitant drugs and conditions were added. Reporter information was added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not performed essure confirmation test". The patient's concurrent conditions included obesity. Concomitant products included cilest (ortho-tri-cyclen 21) and levothyroxine. In (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced device expulsion ("malposition/ migration of essure device location of device: uterus"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / heavy menstrual cycles"), lymphadenopathy ("swollen lymph nodes"), furuncle ("boils under my arms"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), irritability ("irritability"), mood swings ("mood swings"), fungal infection ("yeast infections"), migraine ("migraines"), nausea ("nausea"), allergy to metals ("nickel allergy"), depression ("depression"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, headache ("headaches"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal cramping") and complication of device insertion ("right coil would not insert so he only inserted the left coil"). The patient was treated with surgery (total hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device expulsion, vaginal haemorrhage, menorrhagia, lymphadenopathy, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, alopecia, irritability, mood swings, migraine, headache, nausea, allergy to metals, depression, vaginal discharge, abdominal pain and complication of device insertion outcome was unknown and the furuncle, fungal infection, weight increased and vulvovaginal pain had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, complication of device insertion, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, fungal infection, furuncle, headache, irritability, lymphadenopathy, menorrhagia, migraine, mood swings, nausea, tooth disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.